Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt due to hydrocephalus in (B)(6) 2009. According to the report, after the operation, the patient¿s headache and visual disorder improved. Reportedly, the shunt was replaced due to ventricular catheter blockage in 2012. According to the report, patient¿s symptoms have improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.